Event description:
New information received indicates that the patient had liver disease, acute renal failure, profound hypoglycemia, and seizure. The patient's death is not related to the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient received a bi-v system on (B)(6) 2016 and passed away on (B)(6) 2016. There is no known allegation from a health professional that suggests the death was related to the devices. It was reported that the cause of death is unknown. No further information is available at this time.